Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the device was not returned for evaluation. The cause of the access site adverse event is most likely due to an unintended user error as bleeding was resolved after heparin was withheld.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical review rationale: a 56-year-old male with a history of cardiomyopathy underwent implantation of an impella cp device. On (B)(6) 2026, while in the intensive care unit, the patient had access site bleed. It is noted, the patient had reposheath placement, forward suturing was utilized, along with 4x4 gauze. The reported bleeding at the access site was managed clinically by adjusting anticoagulation therapy (heparin held), the patient received 2 units of blood, and manual pressure was placed. The ptt was 120 at the time of bleed. With good faith efforts/response from the field representative, it is noted bleeding resolved when ptt normalized (further lab values unknown). The event of bleeding is listed as a potential adverse event and consistent with known device-related and patient related factors documented in the instructions for use (IFU).